Manufacturer narrative:
(B)(4)

Event description:
It was reported that due to this event, the patient required in-patient hospitalization or prolongation of an existing hospitalization from (B)(4)-2013.

Event description:
Primary diagnosis: epidural hematoma. It was reported that on (B)(6) 2012, post-op, epidural hematoma was observed at level l4-l5. MRI on (B)(6) 2012 also revealed refoulement dural sheath. Patient outcome was reported as unknown. - study procedure relatedness: related

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.